Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is cause traced to e238 (endoscope failure) occurred due to damage to the image sensor, b31 (scope communication error) occurs due to damage to the imaging unit. The air/water nozzle was corroded (foreign material). However, a definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an e238 and b31 (both scope communication error) codes, and the air/water nozzle was corroded. There was no patient involvement.